Event description:
On 8/30/96, pt was admitted to another facility following episodes and frequent defibrillator discharges, 8 times on that day. Pt was transferred for evaluation. Evaluation revealed that perhaps sensing lead may have been causing inappropriate sensing. On 9/16/96, aicd generator was removed, inspected, and reimplanted. It was thought that sensing lead had occult fracture, so it was removed. New sensing lead was placed via right cephalic vein. Pt was monitored via telemetry and, on 9/17/96, abnormal sensing of aicd was identified. Aicd was explanted and replaced on 9/23/96.